Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with heavy tortuosity and heavy calcification. Rotablation was performed, and 2 vision stents were placed. An attempt was made to place the 3 x 18 vision stent in between the implanted stents; however, resistance was met with the calcification in the vessel. Further manipulation was performed; however, the stent dislodged from the balloon, and remained on the guide wire. The stent delivery system was easily removed, and an unspecified 1.5 balloon was advanced to the dislodged stent. The stent was then successfully placed at the target lesion. Post-dilatation was performed, and the procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent, against resistance. Although the return of the vision stent delivery system (sds) may have aided the in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to reported complaint. The lesion was reported as heavily calcified and heavily tortuous, which likely contributed to the difficulties experienced. It was also noted once resistance was met, further manipulation was used in attempt to advance the sds through the calcified lesion to deploy the stent between two previously implanted stents. It should be noted that the product instructions for use (IFU) states: when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placements of the distal stent and reduces the chances of dislodging the proximal stent. The IFU further warns: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the stent likely interacted with the previously implanted stents and/or the tortuous and calcified lesion during advancement such that as further manipulation was applied against resistance, the stent became disrupted on the balloon and dislodged as a result. The additional therapy/non-surgical treatment appears to be a secondary effect of the dislodgement as a balloon catheter was used to deploy the stent at the target lesion. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during the manufacturing process. All products are also visually inspected online for stent damage, stent placement and dimensionally inspected to verify the crimped stent outer diameters. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Physical resistance within the lesion/difficulty crossing can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices or accessory device support. In addition, potential factors that can contribute stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported failure to advance and stent dislodgement appear to be related to circumstances of the procedure and not a product quality deficiency. This type of reported event will continue to be monitored.